Event description:
It was reported by svc report that the bed had no power, and the power cord sheathing was damaged with exposed wires. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: frayed power cord with exposed wires, resulting in no power to bed.